Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device went into system check mode and the system froze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. Upon eval, it was boot loader software that was corrupted. This was determined to be related to a recent software upgrade performed by the customer. The boot load software was reloaded to the monitor board and the device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.